Event description:
It was reported the patient had no stimulation sensation. It was noted the patient lost stimulation sensation the morning of the call. It was reported the patient was unable to connect with the programmer and only saw the ¿9 volt light¿ illuminated. It was reported the patient¿s battery was dead. It was noted the battery was to be replaced on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 3587a, lot# lc0747, implanted: (B)(6) 2004, product type: lead. Product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).